Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported high blood glucose (bg) of 388 mg/dl about two hours after breakfast. The user was advised to change the infusion set due to possible occlusion. She reported feeling fine and required no medical intervention. A follow-up later that day confirmed bg levels returned to range with no lasting effects.